Event description:
It was reported that skin irritation causing itching, a rash, and pain had occurred while wearing the pod longer than 48 hours. The affected area was slightly larger than the pod. Patient visited physician and was prescribed triamcinolone usp 0.1 % to apply to the infected area twice a day for fourteen days. The patient has discarded the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation no lot release records were reviewed, as the product lot number was not provided.